Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient can feel the device stimulating even though they confirmed with the patient controller that the ins is off. The caller also indicated that the patient jumps when the ins is turned back on. Troubleshooting was not required. The issue was not resolved through troubleshooting.